Event description:
During the intracranial aneurysm stenting, the enterprise vrd and delivery stent got deployed in the micro-catheter.

Manufacturer narrative:
The product is expected for eval and testing, however, the product has not been received. Additional info will be submitted within 30 days of receipt.